Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic excision of the lesion of the uterus, while suturing the uterine wall, the thread broke. A new device was used to complete the case. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.